Event description:
It was reported that backup operation was observed on a remote transmission. The patient presented to the clinic, and the device was restored to normal operation. There were no adverse health consequences, the patient was stable.